Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Slice thickness is too big, software behaving as designed. No failure found/no software anomaly. Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
09/27/2017 (B)(4) (hcp, rep): medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that when setting up for a tumor resection, they loaded the patient disc and found the exam was not to protocol. The slice thickness was 5mm. This occurred pre-operatively with 20 minutes delay to surgical time. Surgeon aborted navigation with no reported impact on patient outcome.